Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an aneurysm in the thoracic aorta. Following stent graft placement, a 33/7/2/100 equalizer balloon catheter was advanced for post-dilatation. However, upon initial inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.